Event description:
Medtronic (covidien) received report that a pipeline flex tip coil broke off and was left in the patient during treatment of a left supraclinoid carotid aneurysm. The vessel was minimally tortuous. The pipeline flex was traversed through a microcatheter and was opened and dragged to the landing zone in the supraclinoid segment of the internal carotid artery (ica). The pipeline flex was deployed and was well apposed to the vessel. The microcatheter was then tracked back up without friction to recapture the wire; the ptfe sleeves were married up to the distal end of the microcatheter, but not pulled inside. The wire and microcatheter were pulled back through the pipeline flex together with the ptfe sleeve still outside of the microcatheter. At the middle section of the pipeline flex the tip of the wire broke off at the proximal bumper. The microcatheter was removed from the patient. When flushed on the table, nothing came out of the microcatheter- the tip coil was left behind in the patient. A new wire and microcatheter was inserted through the pipeline flex and a second pipeline flex was deployed. The distal tip coil was secured between the two pipeline flex devices. During the entire procedure, another microcatheter was jailed in the aneurysm and the patient was coiled after deployment of the two pipeline flex deployment. The physician reported the patient is doing well with no deficits.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. Device evaluation is in progress. A supplemental MDR will be submitted when the device evaluation results become available. (B)(4).

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, guide catheter and the proximal segment of the pushwire were returned for evaluation. Per initial report, the pipeline was implanted and the distal broken segment was remained inside the patient. The pushwire was found to be broken at the proximal to proximal wire weld. The pushwire appeared to be stretched from the broken end. No defects were found with the microcatheter and guide catheter. No other anomalies were observed. The broken end of the pushwire was sent out for scanning electron microscopy (sem) analysis. The sem analysis of the wire broken end morphology suggested ductile overload failure. Based on the above findings and sem analysis, the customer's complaint was confirmed. All products are 100% inspected for damage and irregularities during manufacture.